Event description:
Pt brought a single insulin syringe along with the bag from which it apparently came, to the pharmacy. Pt said they had been overdoing self with insulin and hadn't noticed it until the last syringe in the bag. Pt said they hadn't been feeling well during the time they used that bag full of syringes but was feeling better by the time they came in.